Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the left lower extremity vein. An angiojet solent omni was selected for a thrombectomy procedure. During the procedure, a guidewire was placed and the console run normally. The thrombus removal device was taken out, inserted into the pump cabinet, connected the heparinized saline, and sprayed after exhausting. Aspiration lasted about 240 seconds, and it was noted that contrast medium contrast began to reflux. And the blood which could not draw out the thrombus was sucked out, and a large amount of air was sucked out. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that a loss of aspiration did not occur. Power pulse mode was performed normally. After thrombectomy, when angiography was prepared with a catheter and contrast, blood backflow was noted, and all contrast flowed into the waste bag. No error message was display and the device continued to pump/infuse saline the entire time.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the left lower extremity vein. An angiojet solent omni was selected for a thrombectomy procedure. During the procedure, a guidewire was placed and the console run normally. The thrombus removal device was taken out, inserted into the pump cabinet, connected the heparinized saline, and sprayed after exhausting. Aspiration lasted about 240 seconds, and it was noted that contrast medium contrast began to reflux. And the blood which could not draw out the thrombus was sucked out, and a large amount of air was sucked out. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that a loss of aspiration did not occur. Power pulse mode was performed normally. After thrombectomy, when angiography was prepared with a catheter and contrast, blood backflow was noted, and all contrast flowed into the waste bag. No error message was display and the device continued to pump/infuse saline the entire time.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Inspection of the device revealed multiple shaft kinks. The catheter was successfully functionally tested with no aspiration issues or alarms present. No other issues were identified during the product analysis.

Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the left lower extremity vein. An angiojet solent omni was selected for a thrombectomy procedure. During the procedure, a guidewire was placed and the console run normally. The thrombus removal device was taken out, inserted into the pump cabinet, connected the heparinized saline, and sprayed after exhausting. Aspiration lasted about 240 seconds, and it was noted that contrast medium contrast began to reflux. And the blood which could not draw out the thrombus was sucked out, and a large amount of air was sucked out. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.